Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and passed the motor test. No unexpected screen anomalies noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump has cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery. Customer stated that the motor error alarm occurred during basal delivery. Customer does use the sensor feature and they were able to complete the rewind sequence. Troubleshooting was not performed for the no delivery alarm as the customer was disconnected and the reservoir had no insulin. Customer also declined any further troubleshooting. Customer's blood glucose reading at the time of the call was in the 200 mg/dl range. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.